Event description:
It was reported that prior to the start of a da vinci-assisted general gastrectomy subtotal surgical procedure, a repeatable fault 32100 occurred on universal surgical manipulator (usm) arm 2 at power on. The customer recovered the fault; however, the issue persisted. Technical service engineer (tse) instructed a hard power cycle; however, the fault was not resolved. The customer disabled usm arm 2 to proceed with the procedure. The procedure was continuing with the usm arm disabled with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.